Event description:
A customer obtained troponin (accu tni) results, above the ami cutoff, on one patient sample. The initial result of 6.53ng/ml was reported out of the lab. The sample was re-tested and repeated results were: 6.82 and 6.68ng/ml. A serum sample collected from this patient gave two results of 0.02ng/ml. The 1st sample (plasma) was then re-tested and a result of 0.02ng/ml was obtained. A corrected report was sent. The serum sample was also tested on a different instrument and a result of 0.01ng/ml was obtained.the customer did not report affect to patient or user attributed or connected to this event.

Manufacturer narrative:
The specimens are collected in plastic bd lithium heparin tubes and centrifuged at 3,500 rpm for 4 minutes. The specimens were sampled from sample cups.qc was within specifications before and after the event. System checks performed before and after the event resulted within specifications.no test flags were associated with the elevated results.a field service engineer (fse) was dispatched: the fse inspected the instrument and lubricated the bearing. The fse conducted performance testing and results passed within specifications. The fse noted the customer uses tubes for cardiac testing which do not have a gel barier and therefore cells can easily be re-suspended. This issue was discussed with customer.a definitive root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.